Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 130 to 140 mg/dl. Customer feels well and observed no symptoms. Med intervention is not required at this time. Back to back blood test performed during call ((B)(6) 2015 12:01 pm) with results of 120 mg/dl and 119 mg/dl. Verified storage of test strips is within specification. Test strip lot MFR's expiration date is 10/21/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting / at least two hours after meals from meter memory: see scanned table. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill or user reused test strip or user had an inaccurate reference.

Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 130 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call ((B)(6) 2015; 12:01pm) with results of 120 mg/dl and 119 mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 10/21/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting / at least two hours after meals from meter memory: (B)(6). Adverse event not reported.